Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs were reviewed and several suction alarms with low flow were observed since the start for few days. Positioning issue alarms in aorta and ventricle were observed at the end of the case. The cause of the positioning issue was most likely use related per clinical. The cause of the low pump flow issue was not determined since product was not returned and due to insufficient evidence per log review.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 72 year-old female with cardiogenic shock and acute myocardial infarction was implanted with an impella device for mechanical circulatory support. On the patient's third day of impella device support, the device was removed due to positioning issues. Multiple attempts at repositioning the impella device under echo were unsuccessful. The patient remains stable.